Event description:
A customer contacted beckman coulter inc. (Bci) stating that during a ion specific electrode (ise) maintenance cleaning the customer heard a pop and smelled a burning odor coming from the au5431 clinical chemistry analyser. The operator immediately shut the instrument down by turning off the main circuit breaker. The operator reported no smoke, no injury, and did not have to evacuate the laboratory. No patient results were involved in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and isolated the burning smell to the ise unit. The fse determined that there was a short in the printed circuit board (pcb). The fse replaced the pcb and the system is now functioning without burning odor.